Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate reportedly, the customer was not performing the air removal step during the load sequence. The customer was educated on performing the air removal step during load. Customer¿s blood glucose level ranged from 200 to 250 mg/dl.